Event description:
The customer alleged peroxide contact. When a female employee removed a load from a sterrad 100s sterilizer, she knocked the vaporizer plate out of position. She picked up the vaporizer plate to place it back when her thumbs started to feel warm. The burning lasted for two hours. She did not seek medical attention.

Manufacturer narrative:
(B) (4) - skin contact: conclusions - other: asp technical service rep follow-up with the customer. It was explained to the customer how to insert and remove their vaporizer plates. Explained that this info is located in the system user guide for her ref. She said that they had a instance where the plate was not seated correctly and had come out of place. The plate has been ok since this happened and they have not had further problems.